Event description:
The dentist reported that a lab screw was used as a final screw in the implant and the screw fractured. The patient still has the fractured screw in the implant.

Manufacturer narrative:
This fracture was verified through radiographs provided by the customer. The complainant reported that they were securing the final abutment with the iunits try-in screw. The device remains implanted at this time, so the product is unavailable for physical analysis. No lot number was provided; therefore, device history record and complaint history reviews could not be completed. No definitive root cause for this fracture has been determined.